Event description:
It was reported that during a fluent procedure on (B)(6) 2026, the nurse in the room was changing the waste bag and inadvertently placed the hand on the scale which cause a deficit jump in the console. When this happened, the physician could not rely on the deficit and performed a manual count. At the end of the procedure the physician decided to perform a laparoscopy to verify that no fluid was in the abdomen which did not reveal any fluid. The patient was reported as being well and no injuries were observed during the laparoscopy. The manual count at the procedure was 1600 ml. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.